Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dirty tip clamp in the reported problem area of the pipetter assembly. The fse cleaned the tip clamp. The instrument was inspected, tested without further problem, and returned to svc.